Event description:
The service & repair department documented a report from the sales consultant that the 2nm torque limiting handle with quick coupling torque handle would not release at the specified torque and a ti locking screw was stripped during c3-c7 posterior cervical fusion surgery on (B)(6), 2014. An unknown screwdriver interacted with the locking screw based upon technique guide. Fragments were removed easily, without additional intervention. There was no delay in surgery. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
A manufacturing investigation action was conducted. The report indicates that the: eval 03.614.035 2nm torque limiting handle lot 6036212 (sup lot #84169) mia-003019. Nemcomed (now known as avalign technologies-nemcomed) manufactured the 2nm torque limiting handle, p/n 03.614.035, and lot #84169 on po #952015 for 15 pieces delivered november 24, 2008 (synthes lot #6036212). Initially, the part conformed to the supplier¿s certificate of conformance, dated november 20, 2008 and was inspected and conformed to the synthes final inspection sheet #ns014624, revision ¿a¿. The parts were released to the warehouse on january 9, 2009. There were no mrr¿s, ncr¿s, or complaint related issues with this lot. The 2nm torque limiting handle was made to the synthes drawing p/n 03.614.035, revision ¿b¿, released on june 21, 2008. Due to unknown cause, the 2nm torque limiting handle with quick coupling torque handle would not release at the specified torque and stripped a locking screw. There was no delay in surgery. Supplier reported supplier] requires that all torque wrenches be sent in for recalibration every 6 months. Neither of the torque wrenches had been sent in. ¿ based on the evaluation, the failure condition is confirmed but is not considered to be related to manufacturing processes or materials. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Service history review: no service history review can be performed because the lot number is unknown and cannot be traced. The manufacture date is unknown. The service history evaluation is unconfirmed.the investigation could not be completed; no conclusion could be drawn, no service history review can be performed as this is a lot controlled itemif information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. A service evaluation was performed. The customer reported the handle wouldn¿t release at the correct torque and stripped a screw. The item is not repairable. The cause of the issue is unknown. This item was forwarded for further investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient is fine.